Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The longevity was 14.5 years at implant. In february 2022 the longevity was 10.5 years and the most recent estimate was 9 years. A request was made to have data from this device analyzed. The pacemaker remains in service at this time and no adverse patient effects were reported.